Event description:
Surgeon was impacting the talus and when he went to mallet, the black tip of the talus impactor broke off. The tiny piece that broke off the tip was discarded in the or but I was able to keep the main portion of the black tip off the talus impactor. Patient was not affected by this. Patient not affected by this. There was no surgical delay/prolongation. No parts or pieces fell into the patient wound site. Device to be returned.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) the fractured vantage lp impactor insert reported was likely the result of a stress riser introduced during impaction which led to crack initiation, propagation, and ultimate fracture of the device. Section h11: *the following sections have corrected information: (h6) component code: 4733, connector/coupler.